Event description:
One patient with discrepant sodium results. Initial result 130 mmol/l, repeat 137 mmol/l. Initial result was reported, but no adverse events were reported. The reference electrode and ise solutions 1 and 2 were replaced which improved performance of the assay.